Event description:
(B)(4). Chronic abdominal pain, heavy periods, and teeth chipping falling out. Back pain, and bloating in my stomach . Blurred vision., brain fog or cloudiness. Rashes all over my body, sever headaches. Diagnosed with (B)(6).